Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. The care giver (cg) checked the lines and bags and found that the clamp was open on the unused final line. The technical service representative (tsr) reviewed proper setup procedure with the cg. The cg cycled the power to clear the alarm, which was then followed by a system error 2367. The cg then ended therapy. The tsr had the home patient disconnect using aseptic technique and remove the cassette. The care giver (cg) was to notify the patient's peritoneal dialysis registered nurse regarding any missed therapy as soon as possible. The patient would use manual supplies to complete therapy. There were no samples available. The lot number was not available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. This issue is being investigated through CAPA.